Event description:
It was reported that the patient experienced severe pain and redness at the incision site and was not able to inflate or deflate the inflatable penile prosthesis. A cystoscopy found extrusion of the device through the urethra. The patient was expected to undergo a revision surgery. No further patient complications were reported.

Event description:
It was reported that the patient experienced severe pain and redness at the incision site and was not able to inflate or deflate the inflatable penile prosthesis(ipp). A cystoscopy found extrusion through the urethra. The patient had the ipp explanted. Following the procedure, the patient was ok and there were no further patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. There was a hole in the surface of the kink resistant tubing (krt) that was the result of sharp instrument damage which probably occurred during the explant surgery. The hole did not go through to the inside; therefore, the reservoir passed the leak test that was performed. Product analysis was unable to identify device malfunction with the returned reservoir. The ams 700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. No leaks were found, and they passed the pressure test therefore, the cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested and examined using a microscope. No leaks and no misalignment were found. The pump was functionally tested and did not pass the inflation test, which could affect the deflation function of the system.

Event description:
It was reported that the patient experienced severe pain and redness at the incision site and was not able to inflate or deflate the inflatable penile prosthesis(ipp). A cystoscopy found extrusion through the urethra. The patient had the ipp explanted. Following the procedure, the patient was ok and there were no further patient complications.